Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation found the top and bottom cases are in excellent condition. The pump event history showed a primary audible alarm background (bgnd) test in pump error history log (ehl). During the investigation, the technician cannot duplicate the reported issue but found "system failure: primary audible alarm bgnd test" in history log. The cause of the reported issue was undetermined. The root cause of the reported issue was also undetermined. The technician replaced speaker as preventive measure.

Event description:
It was reported that an audible alarm issue was observed. No patient injury was reported.